Manufacturer narrative:
(B)(4) initial report. Device details, patient medical history, post primary and pre-revision x-rays have been requested in order to progress with the investigation. Device manufacturing records will be retrieved and reviewed once appropriate device information has been provided.

Event description:
Revision of a rotaglide and tibial insert after (B)(6), due to pain.